Event description:
The customer reported that during use of this microfracture awl, 45 degree, thin in an arthroscopic ankle procedure, the tip of the awl broke off in the surgical site. As reported, the tip breakage occurred when the surgeon was doing osteochondral picking. The surgical site was opened in order to locate and retrieve the awl tip. As reported, this contributed to a 15 minute delay then the procedure was completed as intended with no further complications or patient injury. The patient was discharged per routine procedure. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
Conmed received the microfracture awl, 90 degree for evaluation on (B)(6) -2015 and confirmed the reported problem of tip breakage. Visual examination of the returned instrument found the tip of the awl had broken off and was returned. The device is also discolored. This device was manufactured on (B)(6) 2008. A review of the complaint history showed there were no other complaints received for this item and lot number combination. This microfracture awl, 90 degree is a reusable device intended to trephenate cartilage and tissue such as meniscus. In this instance, the exact cause of the tip breakage was unable to be determined. However, this instrument has been in use for over 6 years. As with all surgical instruments, over time and normal-heavy use wear and damage can occur to this instrument causing it not to perform at its optimum and may cause or contribute to the tip breakage. This failure mode is addressed in the dfmea and the safety risk has been found to be acceptable. To reduce the risk of tip breakage and injury to the patient, the instruction for use (IFU) for this device provides the following precautions: - inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. - exercise care in the use of the device to minimize side or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use. - avoid unintended contact with other surgical instruments during use to prevent damage or breakage.